Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a code 1005, which is an open circuit condition detected during shock delivery, and high out of range shock impedance measurements greater than 125 ohms on the right ventricular (rv) lead. A review of the stored episode from the previous day indicated the initial 31 joule device shock accelerated the rhythm from the ventricular tachycardia (vt) zone to the ventricular fibrillation (vf) zone, the next 41 joule device shock failed to convert the arrhythmia but the third 41 joule device shock successfully converted the arrhythmia. A review of the daily shock impedance trend shows a gradual increase in measurement values over the past year from the 90 ohm range to the 140 ohm range, which is high out of range. The crt-d device was explanted and the rv lead was surgically abandoned and both products were replaced nine days later. No additional adverse patient effects were reported.